Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized with high blood glucose of 400mg/dl. The caller stated that the customer was admitted for reasons other than diabetes. It was stated that the insulin pump had a black screen. Troubleshooting was performed and found that the device had a display anomaly. The nurse stated that the customer will be sent home with enough insulin until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.